Event description:
It was reported the patient does not have stimulation. Neither the programmer or the charger will communicate with his ipg. A new charger was sent to the patient. The replacement did not resolve the issue. It was reported the patient was to be scheduled for an ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.